Manufacturer narrative:
The complaint sample was not returned to greatbatch for evaluation and the reported event cannot be confirmed. A process review was completed and no discrepancies were found. The initial investigation completed by the distributor (B)(4), attributed the cause of the malfunction to be fatigue loading of the weld and weld breakage in the area between the pommel handle and the body of the shaft. No further investigation is required. (B)(4). Device not returned to manufacturer.

Event description:
It was reported during an unknown patient procedure that the impactor broke during cup impaction. No adverse events were reported as a result of the malfunction.

Manufacturer narrative:
Additional information from customer was received which identified the device manufacturing site. (B)(4)

Manufacturer narrative:
Greatbatch medical is not the legal manufacturer of the device involved in this incident.